Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" sensor error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain readings. As a result, customer experienced shaking, sweating, and had severe vision trouble. Customer treated themselves with handle of small sugars, three tagada strawberries, and subcutaneous injection of glucagon. There was no report of death or permanent impairment associated with this event.